Manufacturer narrative:
Additional information : the lot was manufactured from february 27, 2019 to march 01, 2019. The actual sample was received for evaluation. Unaided eye visual and magnified inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. The reported condition of foreign matter was not verified during inspection. No functional testing was performed for the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material (unspecified) was observed at the fill port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.